Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain at the ipg site. Also, the patient hasn't charged or used the scs system in about 4 years. As a result, the ipg was explanted and replaced with a different model on (B)(6) 2016. Effective stimulation was obtained following the procedure and the patient hasn't had pain at the ipg site since the surgery.